Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her sensor glucose was 63 mg/dl and her blood glucose was 268 mg/dl. Troubleshooting was initiated for the sensor inaccuracy. The patient also mentioned that she had a bent cannula on a previous sensor; she believed that the entire box of sensors were defective. Additionally, the customer had a hypoglycemic episode. Her blood glucose was not mentioned but she treated with two glucose tablets and a snack from her purse. The customer mentioned that she calibrates the pump after every blood glucose check and she was advised against that. No products were shipped or returned regarding this particular complaint, but the sensor was already scheduled for replacement during another call.